Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+0.5/116 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -16.5/+0.5/116 (sphere/cylinder/axis) into the right eye (od) on (B)(6) 2023. The patient experienced a low vault and refractive surprise. The lens remains implanted. Reportedly "the patient has decided not to proceed with any further intervention". Claim# (B)(4).